Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00430, 3012447612-2017-00430, and 3012447612-2017-00520.

Event description:
It was reported that a sleeve would not connect correctly with two pedicle screws during surgery. The procedure was completed using an alternative sleeve and screws. There was no report of patient impact associated with this event. This is report three of three for this event.

Manufacturer narrative:
The returned screw was evaluated. There were no signs of damage to the screw. A functional check of the screw with a mating sleeve found that the screw attached to sleeve as expected. There were no failures detected on the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event.